Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a cartridge alarms occurred during insulin delivery. Reportedly, the customer loaded cartridges with cold insulin. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.